Event description:
A patient reported to baxter (B)(4) that the spike was bent while disconnecting from the yume. The patient called to the baxter customer center and was instructed to use the cleanflash manually. The patient found the bent spike when the lid of the cleanflash was opened. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available; no further information is available.